Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse experienced difficulty opening the valve container. Upon opening the lid, a white adhesive layer was observed on the container. No particles were present in the jar. A new valve was subsequently used without any issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the original jar was received alongside its original product packaging. The outer packaging exhibited small dents on the carton. Dried, amber-colored glutaraldehyde stains were present on the interior of the packaging. The top insert foam was not returned; therefore, an assessment of the temperature indicator could not be performed. There were glutaraldehyde stains present, and the jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There was presence of gasket remnants on the rim of the jar and there was presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. There was presence of white particulates in the jar. There was no damage on the threads of the lid. The gasket showed deep pits in the rubber along approximately half of its circumference, consistent with gasket material adhered to the jar rim. There were loose pieces of gasket noted inside the lid. The mold cavity number on the jar was 4, and the mold cavity number on the lid was 1. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.